Manufacturer narrative:
On 2/14/97, the MFR sales rep. Reported that the device was flowing at .5ml/day, not .9ml/day as previously reported. In addition, stated that the physician was still planning on performing the device air lock procedure and the device would not be refilled again until 2/28/97. In addition, reported that the physician performed a dye study (date was not provided) and the results were "okay". The physician is planning on increasing the drug concentration if the device flow rate remains constant at .5ml/day. On 2/25/97, the physician reported that the device flow rate has been sporadic (.59ml/day, .42ml/day, 1.02ml/day, .69ml/day). The physician then requested a replacement device free of charge. The physician was informed by the MFR sales rep. That it would be necessary to provide the data for three consecutive device refills including the residual volumes, refill period, equipment used and how the patient was feeling. (To date, the device refill data provided by the physician has not been detailed enough for the MFR to make an accurate assessment of the device's performance.) The physician also reported that had performed the device air-lock procedure (date not provided) and the device was still flowing slow. No further details are available at this time.

Event description:
The device was implanted for intrathecal infusion of morphine. On 12/31/96, the physician's assistant contacted the MFR sales rep and reported that the device had been refilled on 12/31/96 and a residual volume (rv) of 27cc was obtained; however, they were expecting approx 7-9cc back. An x-ray was then performed which revealed that the catheter was not kinked and was properly placed.